Event description:
It was reported that the patient implanted with this right ventricular (rv) lead and associated pacemaker presented with dizziness and episodes of syncope. The cause of the symptoms was not known. During a catheter lab procedure while using electrocautery the patient became unresponsive. It was confirmed that the device mode was not switched to electrocautery mode prior to the use of an electrosurgical tool as the programmer was not available at that time. This resulted in oversensing and pacing inhibition. In addition it was noted the rv lead exhibited fluctuating impedance values and low r-wave measurements prior to the event. Following the incident in the catheter lab where the patient experienced asystole it was decided to explant the entire system and implant a different manufacturer's system. The patient was doing well after the replacement. No additional adverse patient effects were reported. The lead model/serial numbers were not available, but the lead was confirmed to be a boston scientific ingevity or ingevity + model.

Manufacturer narrative:
Additional information was received indicating the lead was a boston scientific ingevity or ingevity + model.

Manufacturer narrative:
This report is being filed to correct the impact codes.

Event description:
It was reported that the patient presented with dizziness and episodes of syncope. The cause of the symptoms was not know. During a catheter lab procedure while using electrocautery the patient became unresponsive. It was confirmed that the device mode was not switched to electrocautery mode prior to the use of an electrosurgical tool as the programmer was not available at that time. In addition it was noted that fluctuating impedances values were seen and low r waves prior to the event. Following the incident in the catheter lab where the patient experienced asystole it was decided to remove the entire system and implant a different manufactures system. The patient was doing well after the replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient presented with dizziness and episodes of syncope. The cause of the symptoms was not know. During a catheter lab procedure while using electrocautery the patient became unresponsive. It was confirmed that the device mode was not switched to electrocautery mode prior to the use of an electrosurgical tool as the programmer was not available at that time. In addition, it was noted that fluctuating impedances values were seen and low r waves prior to the event. Following the incident in the catheter lab where the patient experienced asystole it was decided to remove the entire system and implant a different manufactures system. The patient was doing well after the replacement. No additional adverse patient effects were reported.